Event description:
The pump therapy was "working fine" until (B)(6) 2010. At that time, the pt experienced a change in therapy effect, spasms, and needed to "keep getting medication increased." The hcp did diagnostic studies; it was determined the pump was working, but not "to expectation." The hcp planned to explant the pump because of this. The pt had a toe injury and wanted to wait until the injury healed before having pump surgery. Due to insurance issues, the pt could no longer follow with current pump hcp. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) toe injury. (B)(4).